Manufacturer narrative:
(B)(4). It was reported that compliance with expected post-operative care may have been a problem. The explanted construct has been retained by the user facility pending completion of their investigation. No root cause has yet been identified. Following user facility investigation, and possible further evaluation by nuvasive, additional relevant information will be included in a subsequent report. Review of labeling notes that: "preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components." "...the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc, which may impact the performance of the system."

Event description:
It was reported that in a 3-level acdf surgery that occurred (B)(6) 2011, the helix revolution screws separated from the vertebral bodies in 6 of 8 screws placed. All screws appear to have been locked down when viewed in a lateral cervical radiograph. Revision surgery occurred on (B)(6) 2011.